Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the outer insulation was cut/damaged at the proximal region of the lead due to procedural damage. The cause of the reported event of insulation damage was due to procedural damage. Visual and x-ray examination of the lead did not find any anomalies apart from procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of unacceptable capture threshold was not confirmed.

Event description:
During initial implant procedure, a high capture threshold was noted on the right atrial (ra) lead. The ra lead was repositioned and the physician visually observed blood inside the header which is suspected to have resulted from the routine procedure. A new ra lead was implanted successfully. The patient was stable.